Manufacturer narrative:
No product was returned so no further evaluation could be performed.

Event description:
The patient underwent a revision surgery at l5-s1. An interspinous fixation device was removed from the patient to allow the surgeon to revisit the site to further decompress. The surgeon replaced the device with a larger implant to provide further decompression of the patient's foramina and discectomy. Commentary from the reporter stated that the hardware did not fail.